Event description:
It was reported that the programmer powered on with a blank screen. The device was returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer powered on with a blank screen. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer would not boot up to the main screen.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.